Event description:
The pump was returned for investigation. Investigation revealed that a component on the print circuit board (pcb) was found to be misaligned. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed multiple occlusion alarms. Investigation revealed a "no cartridge detected" warning was emitted during the load step. The pump was opened, and a component on the print circuit board (pcb) was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.